Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
The patient¿s doctor found the pump to be defective. There was a stalling issue with it. The pump contained morphine. Per the manufacturer¿s device registry, the pump was replaced on (B)(6) 2007.